Event description:
It was reported that during a stenting treatment procedure, guide wire breakage occurred. The lesion was an area of impacted calculus at the ureterovesical junction of the distal left ureter. A 20cm, 20g, non-bsc needle was guided into the left kidney. A transend 18 135cm guide wire was advanced through the needle into the renal pelvis and down the ureter into the distal ureter. The wire bunched up and doubled back on itself and was not able to be advanced into the urinary bladder. The wire appeared to be unraveling and fraying. The 20g needle was exchanged for an 18g needle. The wire was able to be removed from the patient; however, "tiny, hair-like loops" of frayed wire remained in the renal pelvis. A .035 non-bsc guide wire was eventually able to be advanced past the calculus and into the urinary bladder. A 28cm 6f double pigtail ureteral stent was placed. No attempts to remove the wire fragments were performed, as they are likely to pass spontaneously via the patient's urine. There were no additional patient complications reported with the patient's current condition listed as ok.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the device length was 135 cm. This denote that core wire was intact and within specification. Bends/kinks were noted along the device at 2 mm, 6 cm, 56 cm, 94 cm, and 125cm proximal from the distal tip section. Visual inspection noted that the poly section exhibits evidence of being damaged at 33 cm to 37 cm from distal tip section (missing pebax segment approx. 4 cm). Missing pebax section was not returned for analysis. Upon further examination at 40x magnification, the poly tubing surface appears to exhibit clear indications of having been skived by some type of device exposing the core wire. Core wire exhibit evidence of being intact, no evidence of fracture was observed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure guide wire breakage occurred. The lesion was an area of impacted calculus at the ureterovesical junction of the distal left ureter. A 20cm, 20g, non-bsc needle was guided into the left kidney. A transcend 18 135cm guide wire was advanced through the needle into the renal pelvis and down the ureter into the distal ureter. The wire bunched up and doubled back on itself and was not able to be advanced into the urinary bladder. The wire appeared to be unraveling and fraying. The 20g needle was exchanged for an 18g needle. The wire was able to be removed from the patient; however, "tiny, hair-like loops" of frayed wire remained in the renal pelvis. A .035 non-bsc guide wire was eventually able to be advanced past the calculus and into the urinary bladder. A 28cm 6f double pigtail ureteral stent was placed. No attempts to remove the wire fragments were performed as they are likely to pass spontaneously via the patient's urine. There were no additional patient complications reported with the patient's current condition listed as ok.

Manufacturer narrative:
(B) (4)